Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller stated that the medical records she had indicated that the patient has had system revision in the past. The caller did not have any details about the reason for any revision that may have occurred in the past. Troubleshooting was not required. The issue was not resolved through troubleshooting.